Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right femoral artery. The arteriotomy measured 8.5mm, no calcification or tortuosity, and a deployment depth measurement of 2.5 + 1. Micropuncture and ultrasound were utilized to gain access. Initial access was too high, and the second stick was ideal. There were issues encountered advancing and withdrawing the procedural sheaths; however, no further details were disclosed. During deployment the proctor noted "the physician exerted more force pulling back on the knot and advancing the lock advancement tube then usual". The suture appeared to "pop", however, hemostasis was immediate, and flow was not interrupted. A post angiogram revealed the lock moving within the vessel migrating toward the knee. No medical or surgical intervention was performed, and the patient post procedure was reported as doing great. The root cause of the suture "pop"/tearing is likely caused by the excessive force applied while advancing the radiopaque lock. The IFU states: maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the suture appeared to "pop", and the anchor (footplate) and the radiopaque lock migrated down the vessel to the knee. Hemostasis was immediately obtained, so the collagen must have stayed in place, despite the lock puncturing the collagen. The problem was discovered when a dsa shot was taken. Imaging showed the lock moving within the vessel instead of being outside the vessel. Additional information received on 26aug2021: during a tavr procedure, ultrasound and micro puncture access were obtained in the right cfa. Two access attempts were performed. Right cfa vessel size measured at 8.5mm with no calcification and no tortuosity. During the tavr procedure, there were reported issues with advancing and withdrawing procedure sheaths. Patient condition is reported as fine.